Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06553. It was reported that during a coronary angioplasty procedure, stent entanglement occurred. The target lesion was located in the first diagonal (d1) and descending artery (da) bifurcation. The physician attempted to place a3.5x20mm in the da and 2.75x12mm in the d1 using a mini crush technique. However the stents were unable to be successfully placed. Upon removal of the two stent systems the stents became tangled inside the guide catheter and at the end were removed from the patient. The procedure was completed using two new stents. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the crimped stent found no stent damage. The bumper tip of the device showed signs of damage and flaring to the distal end of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found severe damage and twisting to the shaft and outer catheter extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06553. It was reported that during a coronary angioplasty procedure, stent entanglement occurred. The target lesion was located in the first diagonal (d1) and descending artery (da) bifurcation. The physician attempted to place a3.5x20mm in the da and 2.75x12mm in the d1 using a mini crush technique. However the stents were unable to be successfully placed. Upon removal of the two stent systems the stents became tangled inside the guide catheter and at the end were removed from the patient. The procedure was completed using two new stents. No patient complications were reported and the patient status is stable.